Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The other seven proglide devices referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that prior to a percutaneous endovascular aortic repair (pevar) procedure, pre-close placement of the sutures was attempted in the left and right common femoral arteries (lcfa & rcfa) through unspecified sized access sites using perclose proglide devices. Reportedly, during deployment in the lcfa and rcfa, resistance was felt advancing the needles to the suture (cuffs) and the needles bounced. When the needle plunger was pulled back (removed), no sutures were attached. The device was removed and three additional proglide devices were attempted, but with the same results. The sutures of four additional proglide devices were deployed, two in the lcfa and two in the rcfa using the preclose technique. The access site was upsized to 20-french. After the pevar procedure, the pre-placed sutures were used to achieve hemostasis in the left and right common femoral arteries. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the proglide device and is established in the pre-close technique. No additional information was provided.